Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air/water cylinder and tube had a foreign body, and no image was displayed. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope received a b30 communication error. There were no reports of patient harm.